Manufacturer narrative:
The patient's age at time of event or dob and weight are unknown. This information was not available from the facility. A severe vessel disruption and dissection occurred during use of the angiosculpt device. Additional intervention was required, thus resulted in a prolonged procedure. Lab analysis found a broken scoring element cross link and a semi radial balloon tear. Patient information regarding relevant tests/laboratory data or medical history is unknown. This information was not available from the facility. The angiosculpt device was returned intact to a filter wire. The distal tip was damaged and the balloon was wrinkled. Bare spots were observed on the distal bond and the intermediate bond. The distal scoring element was bent and elevated with one broken cross link. The transition tubing was stretched. The shaft, proximal to the proximal bond was necked and appeared stretched. During functional testing, the filter wire was unable to be removed from the device. The balloon was inflated to 2 atm, and a leak was observed at the proximal end of the balloon. Under microscopic inspection, a semi-radial tear was noted. Per the IFU, dissection and retained device component are listed as a possible adverse effects of the procedure.

Event description:
Post turbo power treatment to the left sfa, the angiosculpt balloon was advanced and inflated to 4-5 atm when it was observed that a balloon wrap was present. The tech deflated the balloon as instructed to re-prep, and then re-inflated to 10 atm where the balloon wrap was still present and the balloon ruptured. At this time is was clearly visible under x-ray that the scoring element was displaced, and the balloon was unable to be removed from the patient. The physician accessed the other groin where he passed a buddy wire distally to the damaged angiosculpt to maintain access across the lesion. The primary filter wire was utilized to pull the damaged angiosculpt back for retrieval. He was then able to retrieve the angiosculpt from the original 6 fr contralateral sheath. The hemostatic value on the sheath had to be disassembled on the terumo sheath to remove the filter wire and angiosculpt intact. The sheath was replaced and post angiography revealed severe vessel disruption and dissections. Multiple balloon inflation and stent placements were performed to complete the intervention on the patient.